Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b1, b5 and h6 device and patient codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product experience. Another lv with the same model lead was successfully implanted. Other than the procedure, no additional adverse patient effects were reported. At this time, this lv lead has not been returned to boston scientific. Additional information indicated that this lv lead was explanted due to high pacing thresholds and diaphragmatic stimulation. Other than the procedure, no additional adverse patient effects were reported. At this time, this lv lead has not been returned to boston scientific.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product experience. Another lv with the same model lead was successfully implanted. Other than the procedure, no additional adverse patient effects were reported. At this time, this lv lead has not been returned to boston scientific.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Follow up report 1 (additional information): this report is being submitted to update section b1, b5 and h6 device and patient codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product experience. Another lv with the same model lead was successfully implanted. Other than the procedure, no additional adverse patient effects were reported. At this time, this lv lead has not been returned to boston scientific. Additional information indicated that this lv lead was explanted due to high pacing thresholds and diaphragmatic stimulation. Other than the procedure, no additional adverse patient effects were reported. At this time, this lv lead was already returned to boston scientific.